Event description:
Spontaneous inbound call from pt reporting ms3 pump failure/call for service msg. Needs replacement/ sn (B)(4), exp 03/27/2019 pump was not in use. Patient has backup. No other information available. Did the reported product fault occur while in use fault occur while in the use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be reported for investigation? Yes. Did we replace device: yes. Reported to (B)(6) by: patient/caregiver, dose or amount : 30ng/kg/min, frequency: continuous, route: sq, dates of use: from (B)(6) 2018 to current, diagnosis or reason for use: pah.